Event description:
It was reported the pump was flipped. They were unable to refill the pump. The cause of the flipped pump was unknown. The pump pocket was being opened on (B)(6) 2015 and the pump un-flipped and refilled. The positioning of the pump was able to be corrected. The patient was doing ¿good¿ and receiving effective therapy. The pump was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).